Manufacturer narrative:
Force sensor alarmed during prime test, unable to perform functional tests including basic occlusion, occlusion, and excessive no delivery alarm tests due to force sensor alarms. Unit passed drive system test.

Event description:
Customer was hospitalized for low blood glucose levels. During troubleshooting, it was found that the customer was connected while she was priming. Prior to hospitalization, customer stated that she was eating and drinking juice, customer sister called paramedics because blood glucose levels were dropping rapidly. Nothing further was reported.